Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that at 10:00 on (B)(6) 2024, when the PICC catheter was placed in the patient, the guidewire was withdrawn. When the guidewire was sent to withdraw the guide needle, and after careful observation, it was found that there was a barb on the guidewire, which caused the guide needle to be unable to withdraw from the guidewire, and finally withdrew after finding an angle in multiple directions.